Manufacturer narrative:
D9: date returned "10-jul-2024." H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was able to duplicate the customer reported issue. The investigation determined the most probable cause was the intermittent motor. The motor was replaced.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a system fault alarm. There was no patient involvement and no patient harm/adverse event reported.